Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a faradrive steerable sheath clear presented an air ingress issue. The physician noticed that air bubbles were coming out of the device. Subsequently, the sheath was replaced, and the procedure was completed successfully. There were no patient complications, and the device is expected to return for laboratory analysis. It was further reported that there were no abnormalities noted during preparation of the sheath. During the procedure, when aspirating and introducing the sheath into the patient, air was observed in the sheath. The excessive bubbles were observed when the sheath was aspirated via syringe, no air was seen in the patient and there were no patient complications.